Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916. Batch#: 4278415. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: medicine department had a quality/safety issue with bd 305916 due to the needle separation from the syringe. Needle totally separated, stuck out of kid's leg. Additional information provided: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? 27/1/2025. Total number of occurrences? 1.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows a needle assembly assembled to a syringe. The needle is out of the needle hub and placed on the side. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4278415. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.